Manufacturer narrative:
D10: (B)(6) - logic femoral ps cem left sz 5, (B)(6) - logic tibia ps mod insrt sz 5 11mm, (B)(6) - lgc tibial fit tray cem sz 5f / 5t, (B)(6) - three peg patella 38mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient underwent a left total knee arthroplasty. Subsequently, approximately seven (7) years later, on an unknown date, the patient fell resulting in the opening of a small pointing abscess over the inferior aspect of the patella. Medical intervention was required with medication. No surgical interventions were reported. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6.